Event description:
It was reported that it was difficult to interrogate the device via bluetooth telemetry. After changing the bluetooth dongle and changing the position of the merlin programmer, the device was able to be interrogated. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of difficult to interrogate the device via bluetooth telemetry was confirmed. Based on the information provided, it was determined that the interrogation difficulty was due to the device being on the edge of the ble range during the implant, resulting in poor signals.